Event description:
It was reported that the cx50 ultrasound system failed during an examination in the ICU, but the clinician was able to complete the procedure. Despite the clinician being able to complete the procedure the pt expired.

Manufacturer narrative:
(B)(4). The cx50 ultrasound system was evaluated by the bio-engineer from the healthcare along with a philips field service engineer. The system logs were also reviewed. Evaluation of the system and logs confirmed normal system operation. A medical professional from the healthcare facility confirmed there was no causal correlation between the pt death and the cx50 ultrasound system.